Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced bad glare and halos. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Follow up attempts were made. No further information has been provided. There has been three another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).